Event description:
Complainant alleged that during the distributor's training class in the operation of the device for their sales representatives, the unit displayed a "discharge fault" message. The complainant indicated that there was no patient involvement in the reported malfunction.